Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) review was not performed as no lot information was provided. Based on available information, the cause of the reported recurrent mr and subsequent dyspnea was unable to be determined. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 3+-4 functional mitral regurgitation (mr) and shortness of breath on (B)(6) 2024. The previously implanted mitraclip from (B)(6) 2020, appeared as if it was off-plane and not completely perpendicular to the line of coaptation, but remained stable on the leaflets. There was no damage noted to the leaflets. A second clip intervention was performed on and two mitraclips were implanted to reduce the mr grade to 2+. Pulmonary veins went from severely blunted to normal. There were no adverse patient effects during the second clip intervention.